Event description:
Caller states customer tested 6.9 mmol/l on the compact plus system. She ate breakfast which included one toast with jam and a small amount of apple juice. Customer administered the usual dose of 16 units of novomix 30. Approximately 30 minutes after testing 6.9 mmol/l, the customer felt as though she were about to faint; an ambulance was called, and she tested 1.4 mmol/l on the professional meter. Customer was treated with a glucose gel called hypostop and her low blood glucose symptoms improved. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).